Event description:
I have had 5 breast implant surgeries due to complications and side effects of the implants and have been plagued with joint pain, hair loss, restless and tingly legs, nerve pain in feet, dry eyes, muscle fatigue, lethargy and low mood. I have a positive ana and ena blood test and diagnosed as undifferentiated connective disease which I believe is a result of the implants which eventually ruptured and the small pieces had to be removed from my breast tissue. Unsure of results but under the rheumatology clinic and have regular appointments. FDA safety report ID # (B)(4).